Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her 24-year-old daughter faced a bent cannula, and it was not inserted in the skin which led to high blood glucose level. Therefore, on (B)(6)2023, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was over 700 mg/dl. Moreover, the infusion set had been used for one day. Further, she was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.